Manufacturer narrative:
H10: it is unknown if reprocessing was implemented in line with instructions for use following three unsuccessful confirmation attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -the instruction manual operation manual ¿cf-xz1200l/I, chapter 3 preparation and inspection¿ describes the methods for detection. -the instruction manual reprocessing manual ¿cf-xz1200l/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was not confirmed. The device evaluation that irregularities in appearance of control body (non-remote switches) could not be reproduced. In addition to foreign object came out of the nozzle, additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip, adhesive on bending section cover had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, control unit had discoloration, adhesives around objective lens had white-clouded area, objective lens had a scratch, adhesives around light guide lens had white-clouded area, plastic distal end cover had a dent, and connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had irregularities in appearance of control body (non-remote switches). During the evaluation the following reportable malfunction was found: foreign object came out of the nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.